Manufacturer narrative:
Placeholder.

Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
Account reported patient underwent uneventful ilasik in both eyes on (B)(6) 2014. Patient presented at 1 day post operation with microstriae in left eye. Surgeon elected to lift and stretch flap in left eye on (B)(6) 2014. Lift and stretch completed without incident.